Event description:
A company representative reported that a distal prong of an aleutian an mi inserter and the tip of an aleutian an mi inserter inner shaft fractured intra-operatively and that the fractured components remain in the patient. The procedure was completed successfully with no surgical delay. This report captures the inserter.